Event description:
Ptca balloon broke along shaft during removal from guiding catheter. Balloon material separated from catheter shaft and gathered at distal tip. Broken distal segment retrieved from guiding catheter. Sheath was in place; guiding catheter was in sheath. Balloon was pulled through guiding catheter.